Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 02-apr-2020.

Event description:
The customer reported navigation ring failure. There was no patient involvement.

Manufacturer narrative:
G4: 06apr2020. B4: 07apr2020. The manufacturer's field service engineer (fse) confirmed the reported issue. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: (B)(6) 2020 b4: (B)(6) 2020 the manufacturer's field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. The 2nd generation front bezel assembly was returned to failure investigation (fi) for evaluation. Perform detailed optical inspection at locations of navigation (nav) ring, accept button, switch printed circuit board assembly (pcba), and surrounding areas. There were signs of dried fluid/droplets on the surface of the switch pcba as well as the leads/flex cable are discolored. No fault was confirmed electrically or through functional testing. During destructive analysis it was confirmed that the nav-ring internal structure revealed contamination within the encoder which is known to affect performance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.